Manufacturer narrative:
The pod was received partially deployed, with the linkage assembly was partially extended. The slide insert was not visible through the top housing window. The formed needle was extended past the bottom housing window. Upon removal of the top housing, the slide insert and slide retract were observed to be held in place by a buckled piece of the mechanism rail due to incorrect installation. The incorrectly installed mechanism rail is confirmed as the root cause of the reported needle mechanism failure and unsure properly inserted events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly and communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula did not insert into the skin and retracted, and the pink slide moved forward, indicating a needle mechanism failure. The patient's blood glucose level rose to 309 mg/dl while wearing the pod between 4 and 24 hours.